Event description:
It was reported difficulties were encountered during removal of the .018 guidewire from the dilator of this introducer system during an hepatic abscess drainage procedure. The guidewire and dilator were removed from the pt as a unit. Upon removal of the guidewire and dilator, it was discovered the distal tip of the guidewire had detached and remained in the pt. A drainage catheter was placed for drainage of the abscess at that time. The pt underwent successful retrieval of the detached guidewire segment, utilizing biopsy forceps, the following day. No pt sequelae resulted from this event. This device has been rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the tip of the guidewire was detached. A small fragment of the braid was unravelled. This device displayed characteristics consistent with exertion against resistance, unravelling of the wire. It was also indicated difficulties were encountered during removal of the guidewire from the dilator. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wires(s) and system as a unit."